Event description:
Consumer reported the vibration of the brush caused it to jerk and hit her teeth really hard. A couple of weeks later while eating she felt something hard in her food and found her bridge. One of the two teeth by which the bridge had been attached was broken off at the gum and the rest of her natural tooth was in the bridge. Consumer believes damage to tooth/bridge was caused by device.

Manufacturer narrative:
Consumer has not returned product to date, therefore, it cold not be evaluated and no conclusions could be drawn.